Event description:
It was reported that during a follow up in clinic, loss of capture and high pacing impedance were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.